Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The clip delivery system is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all addiitional relevant information.

Event description:
This is filed to report the gripper actuation issue. It was reported that during preparation, the grippers were very slow to function when the gripper lever was retracted and advanced, with one gripper not moving. The clip delivery system (cds) was not in the patient and was changed to another cds. There was no clinically significant delay in the procedure and no patient involvement. No additional information was provided.

Manufacturer narrative:
(B)(4). All available information was investigated and the reported clip actuation issue was not confirmed. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history identified no similar incidents reported from this lot. All available information was investigated and a definitive cause for the reported gripper actuation issue could not be determined in this incident. The returned device analysis was unable to confirm the reported gripper actuation issue. There is no indication of a product quality issue with respect to manufacture, design, or labeling.